Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the spatula broken. The spatula returned with the instrument. Other components adjacent to the broken spatula show damage. The cautery insulation/conductor insulation are broken, and some parts are missing. The probable root cause is attributed to improper handling/reprocessing.